Manufacturer narrative:
Device expiration date: unknown. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4) in (B)(6) 2021. Device manufacture date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e. Batch/lot #: unknown. Luer lock would not prime without excessive force. Had to use different lure lock.

Manufacturer narrative:
H6 investigation: no product or photo was returned by the customer. It was reported that the lure lock would not prime with excessive force. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text: see h10.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e; batch/lot #: unknown. Luer lock would not prime without excessive force. Had to use different lure lock.